Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was getting motor error alarms. The customer stated they were having issues with battery longevity, failed battery alarms, and unexplained no delivery alarms. No harm requiring medical intervention was reported. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.